Event description:
A malfunction was reported, identified by a malfunction code related to a momentary power loss to the vibrator motor. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided information to reset the pump, assisted with the process, and confirmed the issue did not recur after the reset. Customer was advised to continue using the pump and to report back if the malfunction code appears again, which the customer understood and acknowledged.